Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has experienced low blood glucose readings and she called her doctor and he recommended that she change her basal rate from 11 pm to 4 am. Assisted pt in changing the basal rates. Pt stated she experienced low blood glucose readings due to the basal rates. Pt reported she woke up this morning with a blood glucose reading of 41 mg/dl. Pt stated she was able to get herself some juice and her blood glucose level rose to her target blood glucose level of 120 mg/dl. Pt appeared to be very confused reading her basal rates and what they should be. Strongly recommended the pt contact her doctor tomorrow to verify the changes that were made. Assisted pt with changing the time on the infusion device. On follow up call on (B)(6) 2011, pt reported she has left 2 messages for her doctor. Pt stated yesterday she had been "on the floor." Pt verified she had passed out and came to at 1:02 pm. Pt reported at that time her blood glucose reading was the 41 mg/dl she had reported previously. Pt stated this morning her blood glucose reading was 146 mg/dl when she woke up. Pt reported she changed her basal rates on (B)(6) 2011 and made the changes on her own without the recommendation from her doctor. Pt is under add'l stress and has had changes in her medications. Pt stated she will verify the basal rates with her doctor and will discuss her medications and stress level with her doctor. No product return was requested.